Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen and morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had a pressure wound at pump site and the situation had become worse. Patient reported wound under the pump, that there is a big hole in the muscle. Patient went to hcp office today to have the area packed and was scheduled for pump removal on (B)(6) 2019. The event date was noted as (B)(6) 2019. It was noted the issue was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pressure wound was not resolved. The patient's weight was (B)(6).